Event description:
It was reported that the entire system was explanted due to erosion and possible infection with one of the leads eroding through the skin's surface. The device and leads were later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned and the outer insulation was breached (clavicle-rib crush). It was also noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), and there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned and no anomalies were found. However, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, and there was blood in/on the helix/lobe mechanism. Visual analysis indicated that there was apparent explant damage.